Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional PMA/510(k) number: k101880. Device requested but not returned.

Event description:
It was reported that implant (tsvtwb10) was removed due to nerve injury. A shorter implant was placed instead. Paresthesia was also reported.

Manufacturer narrative:
A imp, tsv, 4.7, 10, mtx, mg (tsvtwb10) was returned for investigation. Visual evaluation of the as returned product identified no damage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing condition noted on the per is smoker/ tobacco use. The reported device location is unknown and was used for approximately 18 days. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1232916). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1232916) for similar event and no other complaint was identified. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. Based on the investigation and risk file review, the most likely cause determined from the investigation is customer error for implant of inappropriate size.

Event description:
No further event information available at the time of this report.